Event description:
Customer reported that on (B)(6) was going to have a heart attack". Customer additionally reported he vomited twice. At 2:00 p.m., the customer attempted to test using his adc blood glucose meter and was unsuccessful due to the meter turning on with button press but not with test strip insertion. Customer self-presented to a local hospital and upon his arrival at 3:00 p.m., he was reportedly diagnosed with "possible heart attack", "bad digestion", and hyperglycemia. At 3:30 p.m., customer's blood pressure was checked and he received unspecified intravenous treatment in addition to oxygen. Customer further reported he was administered injections and pills, however he could not recall the names of the medications or the times they were administered. Customer did recall being given "peavix" (plavix) for his heart. Customer remained hospitalized for three days and was released (B)(6) 2014. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned and investigated with returned test strips. The complaint was not confirmed. Meter powered on with button press but did not power on with test strip insertion. A power issue with the test strip port was observed. Meter and test strip port were disassembled and blood contamination was found in the test strip port. All pertinent information available to abbott diabetes care has been submitted.